Event description:
In this event it is reported that a patient experienced an allergic reaction while using the nontemplate aligner arch aligners. The patient's reaction was of red spots appearing on their palate and the later spreading to the face, accompanied by itching in both areas. Patient was treated with cortisone and antihistamines.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Manufacturer narrative:
Investigation: we reviewed the DHR for this (B)(4). Patient ID# (B)(6). Site ID# (B)(4), qty. (B)(4) items. Assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by auto bag-and-box operation on october 14, 2025, in manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(4). Raw material: part-501019. Lot# 265985. Qty. Received = (B)(4) rolls, inspection date: august 12, 2025. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation the evidence provided by the customer (photo) shows the identification label for order (B)(4), patient ID: (B)(6). According to the allergic reaction checklist, the patient does not have allergies; however, symptoms of irritation are reported. It is not specified whether device reaction testing was performed on the patient.